Manufacturer narrative:
Given that there has been no change in the reported protocol for positioning patients, the root cause appears to be patient profile and length of case, which is in the 8 to 12-hour range. Tempur pads can assist with pressure distribution but will not eliminate the risk entirely.

Event description:
It was reported the table was not flexed nor extended during the case. After the case there was redness that resulted in a pressure ulcer on the patient's chest.

Event description:
It was reported the table was not flexed nor extended during the case. After the case there was redness that resulted in a pressure ulcer on the patient's chest.